Manufacturer narrative:
(B)(4).

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the thigh on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. E1: initial reporter first name - correction. E1: initial reporter last name - correction. E1: initial reporter street line 1 - correction. E1: initial reporter zip code - correction. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.